Manufacturer narrative:
Additional device implanted on (B)(6) 2014: tgu454515/12732564. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of a descending thoracic aorta aneurysm using two gore conformable tag thoracic endoprostheses. On (B)(6) 2016, progression of an ascending aortic aneurysm to 6.5 cm and a chronic retrograde type a dissection was identified. The dissection was proximal to the previously implanted tag devices. On (B)(6) 2016, an additional procedure was performed whereby an additional stent was implanted in the ascending aorta to treat the aneurysm and the dissection. The additional stent did not overlap the previously implanted tag devices.

Manufacturer narrative:
Tgu454520/12568696 UDI: (B)(4). Tgu454515/12732564 UDI: (B)(4).